Event description:
It was reported that the pt felt discomfort at the ipg site. The physician determined that the ipg was at an angle causing the discomfort. Locating of the ipg was difficult at times. The physician explanted the ipg. A new ipg was implanted to a more comfortable area.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.